Event description:
It was reported that the insulin pump was not delivering insulin accurately. It was stated that the patient had to lower the basal rate delivery by 20 %. Advised that there are many possible causes for delivery issues. Advised that the insulin pump could be uploaded into carelink to view all of the information. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.